Event description:
It was reported that right atrial (ra) lead thresholds were found to be high during a routine check. Outputs were reprogrammed to maintain the safety margin, and the patient will be checked in one month. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).